Event description:
It was reported that the x3 shows a speaker malfunction and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer determined that the issues was associated with a defective speaker which needs to be replaced. A replacement speaker assembly was ordered shipped to the customer to repair and resolve their issue.